Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. The leak was further described as "the area inside the door was damp after therapy". This occurred during an unspecified process step of peritoneal dialysis therapy. The leak was identified when the caregiver opened the cassette case and noticed wetness in the back of the cassette where it was rubberized. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. The sample was returned as a homechoice cassette component only with one cut solution bag. A visual inspection was performed with the naked eye with no issues noted. Functional tests including leak testing and clear passage testing were performed with no issues or leaks noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.